Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The f-94 alarm was found during the review of the device¿s alarm log and upon turning on the pump. The reported problem was confirmed. The cause was determined to be loss of configuration. To address this issue, the configuration was reset. The device was returned to good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump experienced an f-94 alarm. There was no patient involvement. No additional information is available.